Event description:
A pt injected with radiesse dermal filler in the nl folds on (B)(6) 2012. The media became clogged as it was being injected by dr. (B)(6), and a bleb of product was injected. He switched the needles, but the same occurred on the left side. Some of the media was expressed with a q-tip. He advised the pt to continue to press and spread out the radiesse on her own. After 1 1/2 weeks post injection (about (B)(6)) the pt still noticed red lines along the nl folds and visible white blebs on both sides, which had become irritated.

Manufacturer narrative:
The radiesse device history records for 1031062 were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted. The pt was prescribed antibiotics and anti-inflammatory medications as precaution. Medical director consult was set up by merz aesthetics for dr. (B)(6) with dr. (B)(4). After speaking with dr. (B)(4), it was determined that the pt had skin necrosis. Dr. (B)(6) is not treating the pt at this time; they are waiting for redness to lessen on its own.